Manufacturer narrative:
This report is submitted on january 3, 2023.

Event description:
Per the clinic, the patient experienced wound dehiscence resulting in fluid discharge. The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the patient underwent wound drainage twice (once on (B)(6) 2022, another date not reported). The implanted device remains. This report is submitted on february 27, 2023.